Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that the insulation was abraded at 71.1cm to 72.1cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.